Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue. During eval of the device at the manufacturer's svc ctr, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.